Manufacturer narrative:
Additional information has been provided in d3 and h6. Corrected information has been provided in h3. Component missing: the missing component was confirmed with returned product, however, the cause of the missing component could not be determined since return product had tampering evidence of yellow luer and the joint were damaged which could have potentially been force factor and due to limited clinical details were provided.

Manufacturer narrative:
A3 and a4 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during preparation of an impella pump it was noticed that the yellow check valve was missing at the connection point of the yellow connector. A new pump was used to support the patient. No patient harm was reported.

Manufacturer narrative:
Date of event has been updated.

Manufacturer narrative:
Updated information: b3 event date updated d4 serial number updated